Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 58 mg/dl. The contact was uncertain of the suspected cause. The customer consumed carbohydrates to address bg level. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made majority of bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that a failure occurred related to the low bg event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however there was no failure detected relating to the low blood glucose event.